Event description:
It was reported that on an unspecified month in 2008, a 3.0x23 rx promus stent was implanted in the left anterior descending artery. On (B)(6) 2011, the patient was treated for in-stent restenosis of the promus stent. During the procedure, a 2.5x18 otw xience v stent delivery system was advanced but could not cross the lesion. The stent delivery system was removed from the anatomy and a 3.0x15 xience v stent was successfully deployed for treatment of the restenosis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Restenosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.